Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented for a followup after receiving inappropriate therapy. Lead fracture, oversensing, loss of capture, and high capture threshold were observed on the rv lead. The lead was explanted and replaced.

Manufacturer narrative:
Date received by manufacturer should have been may 22, 2019 instead of jun 5, 2019. Date of event should have been (B)(6) 2019 instead of (B)(6) 2019 in initial manufacturer report.

Event description:
New information received notes that the patient had received several inappropriate shocks caused by noise oversensing. The sensing threshold had also decreased significantly and there was high, out of range pacing lead impedance.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Visual inspection of the lead found the stretched helix clogged with blood. Examination of the lead found five fractured filars at the connector region. Bench testing did not find any indication of internal shorts. The cause of the reported events was isolated to the fractured outer coil filars in the connector region.